Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements of 126 ohms for the right ventricular (rv) lead. It was noted that there was an initial gradual rise in shock impedance at implant that had plateaued but is rising now. Boston scientific technical services (ts) review found that the shock impedance showed some variability and discussed that the lead is a single coil lead. Ts recommended bringing the patient in to clear the alert and reset the remote home monitoring alert to 150 ohms. The clinic stated they agree on the plan. The rv lead remains in service and no adverse patient effects were reported.